Event description:
The technician opened the lens tray of an aa4203tl toric silicone plate lens and noted that the lens was received torn. The lens was not used and there was no patient contact.

Manufacturer narrative:
Evaluation codes: results-visual inspection of the returned product found a piece of the lens optic and one piece hapticf torn off and missing. There was evidence of clear surgical residue. A lens work order search found no similar complaints within the work order. Conclusions-based on the complaint history, the work order search and the evaluation or the returned product, a specific root cause of the event could not be determined. (510(k)#p880091)